Event description:
It was reported that during an exploratory laparotomy for duodenal injury, the device did not deploy staples. Another device was used. The surgeon does not believe this resulted in any consequence for the patient and was unrelated to the patient's death. The patient expired a couple of days later as a result of endstage cancer and had sepsis from the perforation of the duodenum. The patient had many pre-existing conditions and the family opted not to continue life support.